Manufacturer narrative:
This MDR is submitted to correct information previously reported in d4 'serial' and 'primary UDI number'; h6 'medical device problem code' fields. Upon further review, the information in the prior submission was determined to be incorrect.

Event description:
An impella cp was being inserted via the 14fr introducer at the femoral artery to support a 81 year old male patient who had been admitted in with known coronary artery disease. The plan was to perform a protected percutaneous coronary intervention with hemodynamic support provided by the cp pump. At the first review of the native anatomy the team believed the vessel to be appropriately sized but, there was peripheral arterial disease as the vasculature was tortuous and calcified. The 14f x 13 cm short introducer sheath was placed but the cp would not deliver via it, so they removed and placed the longer 14fr sheath, but it too would not allow the cp to pass and deliver. As such, support was aborted. With review the team did observe the introducer sheath to have kinked. The attempted delivery was aborted and no harm or injury was noted to the vessel. Native anatomy precluded the pump placement. Patient survived the event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the difficult/unable to insert through other device was determined to be patient condition related since patient had severe tortuosity and calcification.